Event description:
It was reported that during an open gastrectomy, the 1st device was locked out at the 1st stroke of the 1st firing when it was used on the gastric body. The same event occurred in the 2nd device as well. The cartridge was blue at each firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: did the device begin to fire and then locked out? No. Were any staples deployed? No. On what tissue type was the device used? At what location on the tissue? Gastric body. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. One device was returned in good visual conditions and with an (B)(4) cartridge present. Upon further inspection, the reload was received fully fired; the deck and one piece sled were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. In addition, the cartridge was noted to be damaged at proximal end. The device was tested for functionality in the articulated position with a test vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.